Event description:
It was reported the patient had been feeling stimulation and tingling in their legs event after the device was off. It was noted the patient had the implantable neurostimulator (ins) off for a month when they had shoulder surgery and they did not use the device, but they still felt stimulation a month later. It was further noted the manufacturing representative did not know the date of the shoulder surgery. The reporter stated that since the beginning of 2013 the patient would turn their device on in the morning and then turn the device off around 3:30 pm, but would still feel stimulation for a while after. The reporter further stated that after the patient¿s shoulder surgery the time increased to the patient feeling stimulation for over a month after the surgery. It was noted the manufacturing representative did confirm that the device was off when they met with the patient today. It was further noted the patient felt positional stimulation like when they arched their back to stretch they felt stimulation stronger. The reporter stated the patient could not tell if device was on or off, but they could tell when they increased the stimulation amplitude. The reporter further stated that when the ins was turned up the patient could tell when they turned the ins off. It was noted the patient had no falls or trauma and their therapy was good except it never cut off. It was noted the patient had the following two programs, ¿p1- +2, -3, 450 pw, 55 rate and impedance at 2.8 volts was 785 ohms and 84 current, p2- -2, +3, 270 pw, 55 rate, and impedance at .7 volts was 823 ohms and 15 current.¿ it was noted that any impedances with electrodes 4, 5, 6, and 7 were high and >4000 ohms. Additional information received reported that the patient has two quad leads. It was noted that one of the quad leads had been cut and only one of the leads was connected to the ins. The reporter stated that for the time being nothing was done. The reporter further stated the cause of the extended residual stimulation was not known. It was noted the patient and their therapy was good. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), product type programmer, patient; product ID 7496-51, serial# (B)(4) implanted: (B)(6) 1992, product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3586, serial# (B)(4), implanted: (B)(6) 1992, product type lead; product ID 3587a, serial# (B)(4), implanted: (B)(6) 2003, product type lead; product ID 3586, serial# (B)(4), implanted: (B)(6) 1992, product type lead; product ID 3587a, serial# (B)(4), implanted: (B)(6) 2003, product type lead. (B)(4).